Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, hemolysis and fibrin were seen in three tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo was reviewed and the indicated failure mode for hemolysis with the incident lot was not observed. A total of 100 retained samples were visually inspected, and no additive abnormality was found. Complaints for sample quality were not under statistical control for the month of april 2025, additional testing was required: there were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (hemolysis) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. While bd was unable to confirm this complaint for the indicated failure mode hemolysis, bd has initiated further root cause investigation relating to the issue of hemolysis through corrective and preventive actions. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, hemolysis was seen in three tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected information. B5: describe event or problem: it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, hemolysis was seen in three tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, hemolysis was seen in three tubes. No adverse impact was reported regarding the patient or user.